Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the 80 year-old female patient on impella cp had limb ischemia. Impella was inserted in the right artery as arterial pressure decreased from 120's to 50¿s. Patients right foot was numb and a bair hugger was placed with multiple rounds of bicarbonate and epinephrine given. Patient was stabilized with maps of 80 and the pulse improved.